Event description:
My freestyle libre 2 sensor started giving reading that were off by 50-70 points. I have been wearing that sensor for 2 days and it was initially relatively accurate (with 10 points compared to my traditional finger glucometer). I waited and tested multiple times over about an hour and the libre sensor continued to hover in the 50-60 range while my glucometer readings slowly increased from 102 to 128 (this incident happened around lunch, hence the rising glucose levels). FDA safety report ID# (B)(4).